Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the seal plate of the jaw detached approx 5 mins into the procedure. Nothing fell into the pt cavity and there was no injury. It is unk if the seal plate fully disengaged or was still attached to the device.